Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, broken shell and others and missing shell (25-50%). Leak test and microscopic analysis was performed which identified: broken striated on anterior, one sharp opening under plug strap disk shell, and total delamination on the plug strap disk shell (cohesive failure). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated broken on anterior due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. A sharp opening under plug strap disk shell assessed as an unidentified (tear) opening. Total delamination on the plug strap disk shell (cohesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional and patient reported a ¿right side deflation¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Event description:
Device has been explanted.